Manufacturer narrative:
D9: sample received on 9/7/2024. Investigation summary: the reported complaint of no display was confirmed. No visual anomalies were observed on the device. The tablet was powered on and the screen went grey on powerup. The probable cause of the grey screen is from a bad lcd screen.

Event description:
The event involved a cogent hemodynamic monitoring system, refurbished where the customer reported that the display does not come on- it only showed gray screen and then goes black. It was also stated that the whole unit is putting off an excessive amount of heat. This was a loaner that they received last week and was generating an excessive amount of heat. There was unknown patient involvement, unknown human harm and unknown delay of therapy.

Manufacturer narrative:
The device is available for evaluation- it has not been received.